Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient experienced clostridium difficile diarrhea. On (B)(6) 2012, the patient was hospitalized for the event of peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was not reported. Patient was recovering from peritonitis. Peritonitis was unrelated to the baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: 12c21h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event. Manufacturing records were reviewed, and no issues were detected during the production of the batch relating to the nature of this complaint.